Event description:
Customer reported no delivery alarms. The customer also reported problems with her infusion sets. The customer stated that the no delivery alarm occurred during a bolus. Customer's blood glucose was 600 mg/dl. She treated herself with an injection. The customer could not troubleshoot at the time of the call. The product was returned for analysis. No additional information was provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.